Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient had an infection at the ipg and lead site, and the leads were working their way out of the patient. Surgical intervention took place where the ipg and leads were explanted to address the issue. The patient wound has not healed.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.